Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the trailing haptic folded wrong, wrong loaded in shooter, feet first. Hence the lens was taken from the injector and put in another shooter and was implanted. Additional information has been requested and received stating that in the surgeon opinion, incorrect position of the lens in the cartridge cause of the event.

Manufacturer narrative:
Correction information was provided in h.6. On previous supplementary medical device report (MDR) the FDA evaluation codes of b.17 was submitted. It should have been b.20. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the trailing haptic folded wrong, wrong loaded in shooter, feet first. Hence the lens was taken from the injector and put in another shooter and was implanted. Additional information has been requested and received stating that in the surgeon opinion, incorrect position of the lens in the cartridge cause of the event. There are eight medical device reports associated with this report. This file is 4 of 8.

Event description:
There are eight medical device reports associated with this report. This file is 4 of 8.

Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4).